Event description:
Reporter alleged blood glucose measured 539 mg/dl back to back with a result in the 200's mg/dl, when testing was performed 5 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lo 549617 with an expiration date of 04-30-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.